Manufacturer narrative:
One device was returned for repair. This device has not been serviced in the past. Event history showed high alarm displayed: downstream occlusion. Could not replicate reported error. The probable cause is downstream occlusion (dso) sensor out of calibration in measure uncertainty mode. Calibration and preventive maintenance were performed to resolve the reported error. The device passed all functional tests after the repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump shows downstream occlusion. There was unknown patient involvement.